Event description:
It was reported that a user received a pairing failed alert when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, representing an intermittent communication failure between devices and involving electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure, associated with electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.